Event description:
The customer reported, that after the implant was inserted in the bone, it would not disengage from the inserter. The implant broke at the junction of the handle and implant. Part of the implant remains in the pt and the part that broke off was discarded by the customer. The procedure was completed using other implants. There were no adverse pt consequences as a result of this event. Further pt info was requested, but not provided. This device is used for treatment.

Manufacturer narrative:
The device history record was reviewed and nothing could be found that could contribute to the event. The device was not returned and the complainant's event could not be verified. The cause of the event could not be determined without device evaluation.